Event description:
It was reported through the research article, ¿guideline directed medical therapy associations with late right heart failure in patients on heartmate 3 support.¿ a retrospective, single center study evaluating associations between guideline directed medical therapy (gdmt) and late right heart failure (l rhf) in patients supported with the heartmate 3 (hm3) lvad. This study evaluated late right heart failure (l rhf) in 314 patients supported with the heartmate 3 lvad and assessed associations with guideline directed medical therapy. L rhf occurred in (B)(4) % of patients and was associated with lower incidence of l-rhf in hm3 supported patients; use of beta blockers, raas inhibitors, and sglt2 inhibitors was protective, while need for amiodarone, diuretics, hydralazine, or pde 5 inhibitors was associated with higher risk. Five-year survival was reduced for l-rhf patient vs no rhf patients, 51.9% vs 78.5%, p< 0.01.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as: (B)(6) 2023 as patients were implanted between nov2014 and dec2023. Author information: aponte camacho, g. M., yuzefpolskaya, m., kurlansky, p., zhao, y., shah, s., colombo, p., sayer, g., naka, y., baranowska, j., reinke, h., & takeda, k. (2025). Guideline directed medical therapy associations with late right heart failure in patients on heartmate 3 support. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.977 columbia university vagelos college of physicians and surgeons, new york city, ny columbia university irving medical center, new york city, ny new york presbyerian hospital, new york city, ny manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported right heart failure could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.